Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a hallux surgery the screwdriver attachment broke-off while screwing in the implants. It was further reported that the screw channel was pre-drilled 3/4 before the surgeon tried to screw in the implant. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the distal tip of the device was broken. The broken piece was not returned for investigation. Relevant dimensions could not be measured due to the damage to the device.